Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as neccessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room director reported that during vitrectomy surgery, the system shut down without warning or backup power supply. They immediately lost pressure and the eye collapsed. The system was rebooted and the procedure was completed. They had been experiencing a thunderstorm and possibly a power surge had occurred. Current patient status or identifiers are unknown. Additional information has been requested.